Event description:
The patient reported that they had experienced a loss or change of therapy. Patient said that stimulation had not helped with her symptom control. It was noted that the trial only lasted 2.5 days and that wasn't long enough as she said it is normal for her to sometimes not go for long periods of time. The patient felt stimulation. There were no medical procedures/emi that could be related to this issue. Reviewed the following:. Increase amplitude. Regarding does the patient feel stimulation in the correct area (i.e. Bike seat), it was noted: yes. Patient said that she saw the manufacturer's representative on (B)(6) 2016 and adjusted stimulation and hcp (healthcare provider) prescribed miralax for her. Patient didn't remember receiving any other information. The patient stated she thinks the miralax made it worse then said right afterwards that she didn't have control before taking the miralax and the device isn't working. Symptoms reported were: return of symptoms. Event date: (B)(6) 2016. Patient said end of (B)(6). Notify date: (B)(4) 2016. Patient said that she saw manufacturer's representative at hcp office this day and rep reprogrammed her device. Indications for use noted as: fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.